Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight, red particles, opening, crease fold and wear abrasion. A microscopic analysis was performed which identify sharp edge. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported an intra capsular rupture of the left device. The device has been explanted and replaced.